Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for leakage with the incident lot was observed. Additionally, ten retention samples were selected for evaluation, and the customer's indicated failure mode for leakage was not observed. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7019422. Investigation conclusion: bd was able to duplicate or confirm the customer¿s indicated failure mode. Root cause description: an absolute root cause for this incident cannot be determined. CAPA 166486 has been initiated for this issue to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a nurse found blood leaking from the needle point of the septum of a bd intima-ii¿ closed IV catheter system. There was no report of injury or medical intervention.